Manufacturer narrative:
The insulin pump gave a motor error alarm during the rewind due to a corroded home switch. The insulin pump also had a protruded/loose drive support disk.

Event description:
The customer reported multiple motor error alarms. Unable to troubleshoot as the insulin pump would not rewind. Advised the customer that the insulin pump would be replaced. The customer's blood glucose was 172 mg/dl at the time of the call. Nothing further was reported.